Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia, cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient had concerns with her left breast as it sat lower and more laterally. Additionally, she noted she could see/feel rippling of the left side and it was larger than the right. During a pre-op visit with a medical professional, she was diagnosed with right breast baker grade iii capsular contracture as the right breast was high, tight, and firm. As a result, the patient underwent unilateral removal and replacement with a right-sided 375cc mentor memorygel xtra breast implant and a capsulorrhaphy of the left side with removal and reimplantation of the left device on (B)(6) 2024. However, during the revision surgery, a ruptured right breast implant was discovered. There were no reported procedural delays or patient consequences. Mentor memorygel xtra breast implant are not intended for reuse/reimplantation, thus the user used the device in error. This report is for the left breast prosthesis.